Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured and/or sold outside the us. Investigation: three (3) photos were returned for the investigation of this complaint. From the photo, it appeared that the package had been subjected to high temperature which cause the bottom web to shrink and become deformed near the end cap area of the vps part causing it to be force opened at the opening tab. There is no process in the manufacturing facility that could cause this nonconformance. There was 100% sorting done on sterile parts for this affected batch prior to shipment. Based on the above investigation result, the reported nonconformance occurred after the product was packed in our manufacturing and sterilization process. Therefore, the probable root cause could be due to temperature gradient experience by the product during handling (transportation, storage, loading and unloading, etc.).

Event description:
It was reported that several 18 g x .32 mm bd venflon¿ pro safety peripheral safety IV catheter were received with the packaging open. The product was not used and there was no report of injury or medical interventions.